Manufacturer narrative:
Findings: pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart alarm error test, prime test, excessive no delivery test and occlusion test or verify prime/fill anomaly due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a prime fill anomaly. Insulin squirted out during the manual prime process. The insulin pump¿s piston continued to move forward after reservoir contact. No numbers appeared on the screen. There were no beeps heard. They could not leave the prime process. They had tried with a different set. The insulin pump was not bumped or dropped. The customer¿s blood glucose level was 148 mg/dl. The device will be returned for analysis.